Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent dorsal occiput c1-c2-c3 fusion with custom contoured titanium loop instrumentation, intra operative ultrasonography, interpretation of intraoperative fluoroscopy, use of calvarial bone grafts, allomatrix and rhbmp-2/acs. The patient was placed in a crown halo for traction. At 16 days post-op, the patient had a fluid collection under the wound. A lumbar drain was placed and diamox started, but fluid collection remained stable despite drain. The collection slowly decreased over time. Per the physician's notes, 7 months post-op, the patient had been downgraded to soft collar. Cervical spine radiographs show excellent alignment.

Event description:
It was reported in a literature article that the patient underwent an occiput-c3 fusion using custom-contoured loop instrumentation, rib graft, and rhbmp. The patient presented 2 weeks after surgery with a large fluid collection at the operative site. The patient denied any symptoms consistent with a pseudomeningocele, but was initially treated with a lumbar drain and acetazolamide. However, the fluid collection remained unchanged despite these interventions and they were subsequently discontinued. She was then treated conservatively and the fluid collection slowly resolved over several weeks.

Manufacturer narrative:
Literature article citation: lindley, t et al. Complications associated with recombinant human bone morphogenetic protein use in pediatric craniocervical arthrodesis. J neurosurg pediatrics 2011; 7:468-474 (10.3171/2011.2.peds10487). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.